Event description:
Implant fell in paranasal sinus and had to be removed. Another surgical intervention was necessary.

Manufacturer narrative:
Implant fell in paranasal sinus and had to be removed. Another surgical intervention was necessary. No product problem detected. Deficiencies in patient evaluation, preoperative diagnostics, and treatment planning. Dentist should have consulted instruction for use to prevent this from happen.